Manufacturer narrative:
(B)(4). Evaluation information: this is an ancillary service event opened during investigation of (B)(4). The pump was serviced on-site. A visual inspection, alarm log review and power on self-test were performed. During the visual inspection it was identified that the latch roller was damaged. The latch roller was replaced to fix the found condition. The pump passed all testing and was returned to the customer in working order. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a broken door latch roller. This malfunction was identified during service; therefore, there was no patient involvement. Additional information is not available.